Event description:
The manufacturer service technician reported that the device was missing the location tab while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.